Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the tortuous and non calcified right coronary artery. After a 190cm samurai guide wire was crossed the lesion, a 8mm x 2.50mm nc quantum apex was advanced for post-dilation. However, it was noted that the guide wire became stuck with the balloon catheter. The wire and the balloon were removed together. Then the physician and scrub tech tried to removed the balloon from the wire out side the patient's body but it could not removed even great force was apply, after several attempt the wire basically broke at some point in the monorail segment of the balloon where it was stuck and started to unravel. The procedure was completed with a marvel guide wire. No patient complications nor injuries were reported. Returned product consisted of a nc quantum apex balloon catheter with the samurai guidewire for the related complaint in the shaft. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded. There were numerous kinks throughout the hypotube and shaft. The wire was stretched the entire length of the shaft (from the exit notch to the tip). Majority of the outer and inner shafts were buckled, not allowing the guidewire to be removed. Inspection of the remainder of the device presented no other damage or irregularities.